Event description:
It was reported that the power max elite with a 4.5mm incisor plus platinum blade attached won't rotate during synovectomy. The device was exchanged an another blade, but same problem occurred. The procedure was completed using a forceps in order to remove the tissue. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.